Manufacturer narrative:
The pump was returned on 1/11/2024, so this complaint was reopened, so the product could be evaluated. The event log was reviewed, and it was confirmed that an abrupt power off took place. This is seen by the presence of back to back log_event_on lines without a log_event_off. See below: event 275: log_event_on time: 00:58:21 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 58 21 00 d5 00 2b 79 event 276: log_event_on time: 23:33:17 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 33 17 00 d5 23 2b 6d it was observed while testing that the screen remained blank once it was powered on. Reported issue is confirmed. The pump does not meet passing criteria.

Event description:
Infutronix received a report on september 21, 2017, regarding an incident where one of their pumps experienced an abrupt power off. However, the pump was not returned to infutronix for evaluation until january 11, 2024. While this event was not considered reportable at the time it occurred, it has now become reportable due to a revised assessment criteria. Given the potential implications for patient safety and product reliability, this incident is being formally reported through the medwatch system for thorough investigation and appropriate regulatory action. It2017n-011 is the complaint number.